Manufacturer narrative:
Loss of distal seal with apparent distal endoleak was observed at the level of the distal stent graft margin of the valiant captivia devices already implanted in the patient prior to the (B)(6) 2022 procedure. It is most likely that aneurysm morphology changes due to disease progression with aneurysm morphology changes over the 6 years of implantation of the devices was a factor in the occurrence of the observed loss of seal leading to a distal endoleak. Analysis of the returned films did not reveal any stent graft integrity issues. Concomitant medical products: other relevant device(s) are: product ID: v amc4040c200tu, serial/lot #: (B)(4), ubd: 10-may-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia was intended to be implanted during the endovascular treatment of a 67mm thoracic aortic aneurysm. It was reported that during the index procedure, the external iliac artery was torn upon insertion of the device. It was noted that the patient's blood pressure dropped until the pelvis was opened and the bleeding was controlled. The damaged vessel was surgically repaired. Per the physician, the cause of the event was anatomy related to a small external iliac artery. No additional sequelae were reported and the patient is fine. It was reported that the stent graft vamc4238c150tu/sn (B)(4) was not implanted in the patient. Another stent graft was opened and deployed. There were no issues with any other grafts used that day.